Manufacturer narrative:
Complaint no.: (B)(4). A sample for evaluation is expected but not yet received. A batch review was not possible in this instance, as the lot number was not provided; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag had broken ports. The broken port was discovered by the caregiver before patient use. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
Complaint no.: (B)(4). Upon sample receipt, the model/catalog # was found to be different from the initial report. Additionally, the lot # was noted. Evaluation summary: the reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection found the spike port cap had been removed. All bag ports were found to be undamaged. Magnified inspection of the sample found the manual add port had been used, as evidenced by cannula insertion point which indicated the bag was properly filled and released from the pharmacy without having issue. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if the spike port cap was not present. The spike port of the sample appeared to have been manufactured according to specification without defect, with remnant material all the way around the circumference that indicated the port had been completely sealed. All port caps for this sample are designated to be removed with manual force (no tools required). Based on evaluation findings; the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.